Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The transfer set was in use one (1) week and replaced as a result of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b3/d10: the event occurred 14dec2021 (previously submitted as december 01, 2021). H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3, d1, d4 (catalogue #), d10, g4, h6 and h10. Correction: b3, d4 (catalogue #) and d10. B3 and d10 (event date): replace unknown with december 01, 2021. D4 (catalogue #): replace unknown with 5c4482. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.